Manufacturer narrative:
UDI: (B)(4). Complaint sample was not returned to codman therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve was clogged and was revised. The doctor placed the valve into the patient and observed that the valve was functioning correctly. When the doctor placed the ventricular catheter not using the disposable catheter passer, the doctor realized that the lcr was not flowing and concluded that the valve was clogged. The doctor decided to change the valve for a new one.